Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was exhibiting sluggish performance and restarted by itself. It was also reported that the keyboard cover was broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported sluggish performance and the broken keyboard cover. Analysis also noted that there was an error message present in the device logs. The micro processor unit (mpu); was replaced. The hard drive was reconfigured, and the software was reloaded and updated. Analysis also noted that the stylus was pulling apart. The keyboard rail covers were replaced and the stylus was replaced and the overlay was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.